Event description:
It was reported that during use of the bd syringe luer-lok¿ tip there was an issue with leakage and scale marking issues. During a training using the bd syringe luer-lok¿ tip the plunger would not stop at the end of the barrel slip out easily causing the leakage. The scale marking wears out easily, after grabbing 2 or 3 times. The following information was provided by the initial reporter: bd clinical specialist hold a training about bd oncology products to the special nurse. Product was used for cytostatics drug preparation. They need small amount with high accuracy so scaled graduation and luer lock ending is important because of safety. First they withdraw saline or distilled water from bottle with this 1 ml syringe. We recognized that the plunger can't stop at the end of the barrel, it slips out easily. Liquid in the syringe has leaked due to sliding of the plunger. Other issue is that the scale painting wears out easily, after grabbing 2 or 3 times.

Manufacturer narrative:
Investigation summary: two 1ml syringes were received and evaluated. One in a fully sealed blister pack form batch 8340927 (p/n 309628) and one was loose. One was a b.braun 1ml syringe in an opened blister pack. It was observed the loose 1ml syringe had some faded and missing scale above the 0.3ml marking. Based on the verbatim, it appears ¿the syringe has leaked due to sliding of the plunger¿ is a design related issue and not a true defect. Additionally, ¿the scale painting wears out easily, after grabbing 2 or 3 times¿ indicates the syringe may have been used multiple times. The syringes are intended for single use only. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd syringe luer-lok¿ tip there was an issue with leakage and scale marking issues. During a training using the bd syringe luer-lok¿ tip the plunger would not stop at the end of the barrel, slips out easily causing the leakage. The scale marking wears out easily, after grabbing 2 or 3 times. The following information was provided by the initial reporter: bd clinical specialist hold a training about bd oncology products to the special nurse. Product was used for cytostatics drug preparation. They need small amount with high accuracy so scaled graduation and luer lock ending is important because of safety. First they withdraw saline or distilled water from bottle with this 1 ml syringe. We recognized that the plunger can't stop at the end of the barrel, it slips out easily. Liquid in the syringe has leaked due to sliding of the plunger. Other issue is that the scale painting wears out easily, after grabbing 2 or 3 times.